Event description:
It was reported that the cartridge is too narrow or tight after loading the lens and the lens was torn while advancing during surgery. No patient contact.

Manufacturer narrative:
Evaluation: results: a lot order search was performed on the cartridge and there was one similar complaints found.